Manufacturer narrative:
This is being filed after a retrospective review of all complaint reports. Nerve damage affecting motor function is a known rare risk (less than 1 incident per 1,000 treatments), expected to fully resolve over time without requiring medical intervention nor resulting in permanent disability or damage. Due to the extended time to resolution, nerve damage affecting motor function is being reported. Review of lot history records for the involved devices confirmed manufacturing steps and processes were met and followed. Product met specifications prior to shipment.

Event description:
Patient presented with sensory issues in left third fingers extending up to armpit one day after treatment. No issues with the treatment were noted. There were possibly also some issues on the right side but not described in the clinic report. Patient was seen by a neurologist (B)(6) 2015 and testing showed a median nerve neuropathy. There has been very little response from the clinic or patient; last information 10 months after treatment was that the symptoms were still present.